Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported cardiac perforation remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
The medical device problem codes was updated to output problem a09: display or visual feedback problem a0902 in correspondence with the event.

Event description:
During an atrial fibrillation procedure, a pericardial effusion occurred requiring a pericardiocentesis. After transeptal puncture, it was noted that there were bubbles in the non-abbott sheath that could not be removed with aspiration. The sheath was repeatedly flushed and aspirated. The non-abbott farawave catheter was switched as it was initially alleged that the bubbles could be coming from the electrodes on the ablation catheter. The cs catheter was also introduced into the faradrive to see if a different catheter would resolve the issue. When switching to rf the the patient became hypotensive, and an effusion was seen on ice. None of the rf equipment was introduced. The ice catheter remained in the body during the troubleshooting and was manipulated occasionally to visualize the la and check the faradrive position. The patient had cardiac tamponade, and a pericardiocentesis was performed at the right ventricle, stabilizing the patient. It was uncertain what caused the perforation, but the physician alleges it could have occurred during the troubleshooting of the pfa equipment or due to use of the viewflex ice catheter. The image ice catheter was also noted to be lower quality.

Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.